Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during PICC maintenance the PICC line would not yield but flushed well with 10ml normal saline. Once flushed it was noted that there was leakage from the point of entry. PICC flushed again to ascertain issue. The PICC was removed and found the PICC line was split where it would not be visible inside the patient's body. No other information provided, at this time.